Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. The sysmex instrument and the cd emerald have factor differences which can affect their results, for examples, different technologies and calibrations of each instrument. The inability of the instrument to measure a particular measure and maybe due to a sample abnormality. Any substance or condition that can interfere with the cell-dyn emerald systems principles of operation should be considered an interfering substance or condition. Based on the investigation, the cell-dyn emerald analyzer was performing as designed. There was no product deficiency, no malfunction and no action taken for the complaint issue.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that the cell-dyn analyzer generated discrepant platelet results form one patient sample. A result of 55 k/ul was repeated at 26 k/ul and a smear was then prepared with a result of < 30. The slide was sent to a reference lab and a result of 8 k/ul was reported. No impact to patient management was reported. The patient has a history of transplant and on many different medications.